Event description:
The customer reported an issue with the touchscreen of their pump, which was frozen and unresponsive to input. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support provided the customer with information to reset the pump, and after the reset, the touchscreen became responsive again, resolving the issue.